Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, after 45 minutes of laser irradiation the fiber broke, the procedure was discontinued. The broken fiber was retrieved from the endoscope and hit the physician's hand, causing a minor injury, possibly a minor burn, due to the irradiation on the fingers. There was no specific treatment performed, and it was left as it was. The procedure was completed with the same fiber. Boston scientific has been unable to obtain the patient outcome despite good faith efforts.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) procedure, after 45 minutes of laser irradiation the fiber broke, the procedure was discontinued. The broken fiber was retrieved from the endoscope and hit the physician's hand, causing a minor injury, possibly a minor burn, due to the irradiation on the fingers. There was no specific treatment performed, and it was left as it was. The procedure was completed with the same fiber. Boston scientific has been unable to obtain the patient outcome despite good faith efforts.